Event description:
It was reported to philips that the ac power module would intermittently failed to charge the battery. There was no reported patient or user involvement and no adverse patient/user impact.